Event description:
Etco2 (end-tidal carbon dioxide) module reading co2 of 150 with static waveform. After troubleshooting, the monitor read "etco2 occluded". After replacing the inline etco2, the same message persisted. Respiratory therapist changed the module and the readings returned to baseline. Proving the module to be defective. There was no harm in this event. This is not a recurring issue at our facility.